Event description:
It was reported that the patient had been having a lot of trouble with the communicator. The patient had surgery to bury the implanted neurostimulator a little deeper and the representative asked the patient to call and request a new communicator so they could try programming it. When the representative tried to programming it the patient could not stay connected for it was having problems constantly locating it. The issue began 6-8 months ago and it was not stopping. The representative looked at it and they found it on group b and initially when it was programmed in a and they were not sure how it got to be that way. Patient noted they had an appointment with the representative on tuesday and they wanted them to request a communicator to have it in time for the appointment. During call patient reset the handset and communicator and the patient was able to connect to their implanted device. Pt stated they could occasionally connect to the implant but it was not consistent. The troubleshooting steps that were taken on the call resolved the issue. A communicator was sent. Additional information was received from a manufacturer representative (rep). The rep noted they could not recall the procedure; but per the physician¿s office, the ins was repositioned. The rep said thee cause of the ins changing groups and the intermittent communication issues was that group b was set up to begin at post op., this did not start on its own. The patient had their phone on voice command, which had to be turned off. The patient also had the bluetooth on their phone turned off. Once settled, the patient was able to connect. Everything was working fine after that. Patient has group a and b which she says works well. Additional information was received from a manufacturer representative (rep). The rep noted they were contacted about the difference in expected groups and communicator challenges on 2/17/25 from what they can see.

Manufacturer narrative:
Continuation of d10: product ID tm91scs lot# serial# (B)(6): product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.